Event description:
Per the information provided to co by the physician's office, the device was removed due to a "tubing break." As reported to co the entire device was removed and replaced with another mentor 2-piece inflatable penile prosthesis.